Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing planned treatment, which was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system's c-arm was unable to perform geometry movements. Upon rebooting, the system gave an alert indicating that the emergency stop was active. The rse determined this to be a one-time incident. The customer facility had experienced a severe storm, which led to significant disruptions across multiple systems due to instability in the main power line. This environmental factor was identified as the root cause of the issue. Following the storm, the system was monitored for an additional day, during which no further anomalies were reported. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for the continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur; as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. Upon rebooting, the system gave an alert indicating the emergency stop was active. No harm was reported to philips. Philips has started an investigation of this complaint.